Event description:
The pt experienced no stimulation sensation. Interrogation of the implantable neurostimulator revealed an end of service message. It was unk if this represented early battery depletion. Implantable neurostimulator battery replacement had been postponed. The hcp reported the pt outcome as both no injury and an ongoing serious injury. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).